Event description:
It was reported that the patient was experiencing inadequate and undesired stimulation on non-target area despite reprogramming. Imaging was taken and spinal cord stimulation (scs) lead migration was confirmed. The patient underwent a revision procedure wherein the lead was repositioned, and the patient was doing well postoperatively.